Event description:
It was reported that a large volume infusor failed to infuse its contents. The device was connected to a home patient (hp) and 15 days later, the hp was concerned with how the device appeared. The hp then went to the emergency room, was sent home, and the next day the nurse removed the device from the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: date of event: occurred from (B)(6) 2014. Manufacture date: january 7, 2014 ¿ january 8, 2014. Event description: patient went to the emergency room the day after the device was connected. Then the nurse removed the device the day after the patient went to the emergency room. Evaluation summary: baxter received one unit for evaluation. The unit contained approximately 200ml of fluid in its bladder. Visual inspection on the unit showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer. The evaluation determined that the product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.